Event description:
Assessment: permanent pacemaker malfunction due to variable atrial lead impedence failure with subsequent over and undersensing, ranging from 200 to 800-ohms. Normal ventricular lead function, normal pulse generator function. The atrial lead was generator. Chronic atrial lead: bipolar measures: 1.2 mm p-wave, variable; intermittent capture @ 10.0 volts, and 0.5 milliseconds pulse width; impedence--unable to define.